Event description:
Patient reports she had a perfix plug implanted and later developed a hard lump under the incision. While folding clothes, the lump ruptured and started bleeding. Muscle and nerve tissue was removed when the plug was explanted. Patient reports that optional onlay patch was not used when the mesh was implanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.